Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power as there was bent pin on the power port of the controller. The controller will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed bent pins in both power ports. The bent pins prevented a power source from being properly connected to the controller. Additionally, visual inspection of the returned controller revealed contamination within power ports one and two . This is an additional finding, not related to the reported event, likely due to handling of the device. Analysis of the controller log files revealed two controller power up events on (B)(6) 2019 at 23:35:32 and on (B)(6) 2019 at 16:14:11. The data point recorded prior to the first loss of power revealed that a battery was connected to power port one with 93% relative state of charge (rsoc) and a battery was connected to power port two with 91% rsoc. The data point recorded after the first loss of power revealed that the same battery was connected to power port one and an active adapter was connected to power port two. The controller was without power for 10 seconds. The data point recorded prior to the second loss of power revealed that a battery was connected to power port one with 72% rsoc and a battery was connected to power port two with 92% rsoc. The data point recorded after the second loss of power revealed that the same battery was connected to power port one and the same battery was connected to power port two. The controller was without power for 14 seconds. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an int ermittent disconnection on one or both power sources. The most likely root cause of the bent pins within the power ports of the controller can be attributed to a misalignment between a power port and a power source output connector. An internal investigation was opened to investigate bent/damaged pins with controller 2.0. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.